Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and a definitive cause for the reported material protrusion in this incident could not be determined. It is possible that the user may have applied more force /unintended tension during the procedure resulting in the reported user experience, however; this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report material extrusion. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip ntr clip delivery system (cds) (91203u464) was advanced and both leaflets were successfully grasped. The deployment sequence was performed per the IFU; however, when pulling back on the actuator knob, the actuator knob and the mandrel came out of the housing of the cds. The clip was still able to be deployed, but the physician stated that the only the tip of the leaflets remained inside the clip. To further reduce mr, a second mitraclip ntr cds (91203u461) was inserted and successfully grasped both leaflets. During deployment of the clip, the same scenario happened when pulling back on the actuator knob. The clip was successfully deployed but remained firmly attached to both leaflets. To further reduce mr a third cds was implanted without issues, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.